Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2010, product type: catheter.

Event description:
Information was received from a consumer regarding a patient receiving intrathecal baclofen (concentration 400 mcg/ml; dose 77.83 mcg/day), bupivacaine (concentration 32 mg/ml; dose 6.226 mg/day), and methadone (concentration 18 mg/ml; dose 3.502 mg/day) via an implantable infusion pump. Indication for pump use was non-malignant pain. Beginning on an unknown date, the patient experienced drug withdrawal. The patient had symptoms "for a while" but did not recognize they were related to the pump at first. The onset of symptoms was gradual. On (B)(6) 2016 the healthcare provider (hcp) had tried to aspirate from the catheter access port (cap) but could not aspirate and the patient was told that he needed a catheter revision. The patient confirmed that there had been no pump volume discrepancies at refills. The hcp reported to the patient that they turned the pump down to the lowest setting and the patient also mentioned that the pump was recently decreased by (B)(4). The patient was then given fentanyl patches but he was still in a lot of pain so he was also given clonidine patches. The patient stated that he was currently better, but only every 3 days, stating he had one good day and three crappy days. The hcp could not see the patient for a month and the patient believed that the hcp was pushing him off because the hcp was using another manufacturer's pump. The patient believed this was the reason why the hcp did not want to fix the catheter. The patient was seeking another hcp to get a second opinion. Additional information was requested regarding drug information, patient medical history, date of onset of the withdrawal, actions/interventions taken, and the cause of the inability to aspirate the cap. A supplemental report will be submitted if additional information is received. The patient's wife wanted the patient to get off of the pump because of all of the problems and the 'contact withdrawals.' It was questioned whether or not there were guidelines regarding weaning off the pump medication. It was also questioned what terminology to use if the catheter had been cut and medication got into the patient's system and any issues associated with the potential event.

Event description:
Additional information was received from the patient. The patient asked whether his catheter was related to a recall. He stated that there were "no fluids coming out." There had been no pump reservoir volume discrepancies. The patient was scheduled for a catheter revision on (B)(6) 2016. Another supplemental report will be submitted if additional information is received.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.